Manufacturer narrative:
The electronic event record for automated chest compressor, serial number (B)(4) were received and reviewed. Analysis of the electronic data files from the unit show that on 2018/03/15 the user pressed the power button and held it for less than one second, prompting the unit, by design, to display its battery status and go back to hibernation. The user repeated the operation another eight times and gave up. If the user intent was to power the unit up, this seems to be operator error. As detailed in the device user manual, to power on the rmu-1000, the user must press the power button for more than a second.

Event description:
A professional user reported that the unit would not stay on during a rescue attempt. They also reported that there was no death or serious injury associated with this rescue attempt as manual CPR/compressions were used to resuscitate the female patient.